Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The outer member and inner member were stretched distal to the guidewire exit notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported stent dislodgement and observed stretched material could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.e1- initial reporter - hospital name updated.

Event description:
It was reported that during preparation, when opening the inner plastic package of the 3.50x18mm xience alpine drug eluting stent (des), it was observed that the stent loose on the balloon. The des was not used in the anatomy and a new 3.5x23mm xience alpine des was successfully used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.